Manufacturer narrative:
A customer from outside the united states (ous) contacted the siemens healthcare diagnostics remote services center (rsc) and reported that an erroneously elevated total hcg (thcg) result obtained on a patient sample on the atellica im 1600 analyzer. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating the event.

Event description:
The customer reported that an erroneously elevated total hcg (thcg) result was obtained on a patient sample on the atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was repeated on alternate atellica im 1600 analyzers and obtained multiple diluted and over-diluted flag errors. After multiple error flags, a repeat result of 1 iu/l was obtained, which was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.